Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Patient reported that the implant wire broke causing an infection and it was removed in 2008. No further patient complications were reported/ anticipated as a result of this event.